Event description:
Pt had elective cardiac surgery on 8/23/95 of closure of cleft mitral valve and closure of primum atrial septal defect (asd). Echo done on 8/29/95 showed leak in the asd closure. Pt returned to or on 8/30/95 for redo of primum asd repair.